Event description:
A broken suture anchor was reported to a company rep by a surgeon. On (B)(6) 2012, the pt underwent a hip arthroscopy procedure. The surgeon allegedly used nanotack suture anchors (1.4mm) during surgery to perform a labrum reattachment procedure. The surgeon reported that one suture anchor was successfully placed and tied. After a second suture anchor was successfully deployed, the surgeon reported that the suture from the first anchor broke. A grasper was used to remove the knot and remaining suture. The second suture was successfully tied with a simple stitch and a third anchor was placed in close proximity to the first anchor. The third anchor was deployed and tied with a simple stitch to complete the labrum reattachment. Although the first anchor remains in the pt, no injuries were reported.

Manufacturer narrative:
Eval summary: the suture anchor device was not returned for eval. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specs and release criteria. This was determined to be a reportable event due to the permanent nature of the suture anchor that was left in the pt, even though no injury was reported. There have been no other complaints referencing this lot number.